Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and suggested further troubleshooting to evaluate the system. It was reported that no further testing was performed and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the atrial channel. Additionally, there was atrial noise and a few inappropriate mode switches. The atrial channel was re-programmed back to bipolar configuration and pacing impedance measurements were 550 ohms to 760 ohms. Isometrics were performed with no changes in the impedance measurements. Some noise could be re-created; however, no oversensing occurred. No adverse patient effects were reported.